Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and did not confirm the customers¿ allegation. It is most likely that the image noise was caused by damage to the imaging unit and the screen noise (sandstorm) appears, it is most likely that the image noise was caused by wear on the electrical contacts of the video connector. Based on the investigation results, it suggests probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, the root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the endoeye flex deflectable videoscope had an image noise (sandstorm) occur. The issue occurred during preparation for use, before the patient was in the room. There were no reports of patient harm/involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.